Event description:
On (B)(6) 2024, a male child had a bard 8fr power port inserted. On (B)(6) 2025, it was reported that the patient became difficult to draw back blood, and injection through the port became very painful. It was further reported that the patient developed keloid over his portside scar and had steroid injection (B)(6) 2025. For the past 10 -14 days, there was increasing difficulty in accessing the port. The patient had excruciating pain, with bruising forming around the right clavicle. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is confirmed for reported improper or incorrect procedure or method as the port was implanted with the stylet and the line was cut to length without detecting the thin stylet which is against the IFU. The investigation is inconclusive for the reported suction issue, difficult to flush, fluid leak, fracture, material split, cut or torn, material separation and migration issues as no objective evidence was provided for review. Although a definitive root cause could not be determined, the root cause for the reported improper procedure was determined to be user error. Labelling review: for implantable ports with groshong; catheters, do not cut stylet. Withdraw stiffening stylet from catheter prior to cutting. G3, h6 (device, component, method). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a male child had a bard 8fr power port inserted. On (B)(6) 2025, it was reported that the patient became difficult to draw back blood, and injection through the port became very painful. It was further reported that the patient developed keloid over his portside scar and had steroid injection (B)(6) 2025. For the past 10 -14 days, there was increasing difficulty in accessing the port. The patient had excruciating pain, with bruising forming around the right clavicle. The current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) are adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. D1, d4 (medical device catalog #, medical device lot #, medical device expiration date), g3, g4. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a male child had a bard 8fr power port inserted. On (B)(6) 2025, it was reported that the patient became difficult to draw back blood, and injection through the port became very painful. It was further reported that the patient developed keloid over his portside scar and had steroid injection (B)(6) 2025. For the past 10 -14 days, there was increasing difficulty in accessing the port. The patient had excruciating pain, with bruising forming around the right clavicle. The current status of the patient was unknown.